Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient reported that he had an open wound under the rear therapy electrodes. The patient reported that his skin was red and weeping. The patient reported that he was not wearing the lifevest due to the wound. The patient showed the wound to his physicians, but they did not provide any medical treatment. The patient first reported that the wound was no longer weeping, but during a later follow-up call the wound was still oozing and had not shown improvement. The medical outcome of the wound is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Follow up report- additional information (04/16/2018): several weeks after the last follow up call, the patient reported via email that a boil had formed at the site of the earlier skin irritation. The patient indicated that his doctor had prescribed mirfulan ointment. The final medical outcome of the irritation is unknown. A distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient reported that he had an open wound under the rear therapy electrodes. The patient reported that his skin was red and weeping. The patient reported that he was not wearing the lifevest due to the wound. The patient showed the wound to his physicians, but they did not provide any medical treatment. The patient first reported that the wound was no longer weeping, but during a later follow-up call the wound was still oozing and had not shown improvement. The medical outcome of the wound is unknown.